Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced migration of the electrode array and underwent a revision surgery on (B)(6), 2015, to reposition the array. The implanted device remains.